Event description:
Edwards received notification that a valve model 7300tfx implanted in tricuspid position was replaced for unknown reason after an unknown implant duration. This case involved a patient who was 10 years old at the time of the reintervention.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with valve model 7300tfx23 implanted in tricuspid position underwent a valve-in-valve procedure due to degeneration leading to regurgitation after an unknown implant duration. This case involved a patient who was 10 years old at the time of the reintervention. A 26mm transcatheter valve was successfully implanted within the edwards surgical device. The patient was discharged on pod # 1.

Manufacturer narrative:
Corrected data h6 (type of investigation): "4114 - device not returned" code removed. H10. Additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration/deterioration could not be confirmed by product evaluation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.